Event description:
Left ventricular lvring to rvcoil lead impedance warning on (B)(6) 2023. Apparent corox lv lead implanted and appears to be non-operational and lv pacing is programmed off. Rv pacing only. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).